Event description:
On 7/31/94 a ventritex feild sales rep. Was informed that a lead revision would be performed due to noise seen on an electrogram and high threshholds. The lead was revised on 8/1/94. At the time of the revision, the lead was found to be dislodged, and efforts to reseat the lead were not successful. The lead was replaced. Following removal of the lead, clinicians attempted to rotate, the lead, but the head would not rotate. The lead was returned to the manufacturer directly from the hospital. The manufacturer has informed ventritex that the lead has been received, and will be evaluated.